Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject ICD was implanted on (B)(6) 2015. During the previous follow-up performed on (B)(6)2016, normal behavior of the ICD was observed. Reportedly, during the follow-ups performed on (B)(6) 2016, it was not possible to perform a lv threshold test. Biventricular pacing markers were also not observed when looking at the real time egm. Left ventricular lead impedance was within normal range (650 ohms). Rv threshold test could be performed without any issue. A nominal command was launched on (B)(6) 2016, which restored normal behavior of the ICD. Preliminary analysis results showed that the reported behavior is related to a programmer software issue.

Event description:
The subject ICD was implanted on (B)(6) 2015. During the previous follow-up performed on (B)(6) 2016, normal behavior of the ICD was observed. Reportedly, during the follow-ups performed on (B)(6) 2016, it was not possible to perform a lv threshold test. Biventricular pacing markers were also not observed when looking at the real time egm. Left ventricular lead impedance was within normal range (650 ohms). Rv threshold test could be performed without any issue. A nominal command was launched on (B)(6) 2016, which restored normal behavior of the ICD. Preliminary analysis results showed that the reported behavior is related to a programmer software issue.